Manufacturer narrative:
(B)(4). The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and g5/PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the nc tenku, coronary dilatation catheters instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the proximal left anterior descending artery with mild tortuosity and heavy calcification. A 3.5x8mm nc tenku rx balloon dilatation catheter (bdc) protective sheath/stylet was removed without resistance. The device was soaked prior to use. Air aspiration was performed inside the patient anatomy. The tenku was advanced toward the target lesion, the balloon was inflated once up to 18 atmospheres and the balloon ruptured. The device was removed and replaced with a non-abbott balloon catheter that was used to further dilate the lesion. Ultimately a non-abbott stent was implanted and the procedure was successfully completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.